Event description:
It was reported that this lead exhibited a low out of range pacing impedance, less than 200 ohms. This lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).